Manufacturer narrative:
Device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that five infusion sets cannula were kinked. Event date was 13 april 2024. Patient blood glucose level was 290-330 mg/dl. Within 3 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.